Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2018 regarding a patient receiving bupivacaine and dilaudid (doses and concentrations unknown) via an implanted infusion pump. The indications for use included non-malignant pain, other chronic/intract pain (trunk/limbs), and post lumbar laminectomy syndrome. It was reported that the patient used to be refilled every 25-30 days at "7. Something," but now it was every 42 days at "5 something" so that means the healthcare provider (hcp) slowed down how much the patient got. In (B)(6) 2018, the patent's insurance didn't approve the refill, so her pump went empty on (B)(6) 2018 for 8 days and there was a mix-up with insurance. The pump refill was on (B)(6) 2018 (note: this conflicts with the report that the pump went empty on (B)(6) 2018 and was empty for 8 days). It was noted that the patient was in more pain on an unknown date and asked the hcp for a "bump up." The hcp gave her a bump up, but said he couldn't give her a lot so she didn't overdose. The pump was implanted so the patient wouldn't be on too many pills and have a better quality of life. It was noted that the hcp said the patient could overdose, and the patient inquired about the possibility of overdose. It was noted that the patient was seeing the hcp on (B)(6) 2018 to have a refill that lasted 40 days. The patient did not know why they couldn't go back to the same levels. Per the patient, the medication went straight to the pain/nerve and not in the blood stream, and she didn't get high so she didn't understand how she could overdose. The patient was to follow-up with the hcp office. No further complications were reported or anticipated.